Event description:
Reportedly, after device implantation, the programmer took a long time to switch on. Then, the first device impedance that was displayed was unexpectedly high (reportedly: 1.17 kohms) and it was not possible to save threshold values. After a reboot of the programmer, normal behaviour was observed. An explanation is requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis pending.